Manufacturer narrative:
Patient and initial reporter information are unknown. Ref: internal complaint number (B)(4).

Event description:
On 15 oct 2019 fujifilm corporation notified fujifilm medical systems u.s.a., inc (fmsu) that an adverse event occurred at a hospital in (B)(6). The balloon (bs-2) on the scope stopped inflating after the double balloon endoscopy with the scope (ei-580bt) was started. The user was aware that the instruction manual indicates that the endoscope should be removed when a problem occurs. However, although the user stopped using the balloon controller (pb-20), she/he tried to inflate the balloon using a syringe and a perforation occurred. After that, the patient underwent surgery; patient outcome was not disclosed. There were no errors indicating abnormalities while using the balloon controller. After the procedure, the balloon was again connected to the balloon controller for operational testing, and the balloon successfully inflated. This report is being submitted in abundance of caution.